Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Upon contacting customer technical support (cts), the caller was instructed to leave the wall adapter plugged into a working outlet for 30 minutes, but the pump did not start charging. Attempts with different adapters and cables also failed. Consequently, cts decided to replace the pump. The caller was informed that a replacement pump with updated software would be sent, and relevant training resources would be made available. The caller was instructed to place the defective pump into storage mode and return it to tandem using a pre-paid return label.